Event description:
It was reported that a malfunction occurred with code malf 24 and was not resettable. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support arranged to send a replacement pump with updated software and provided instructions for returning the malfunctioning pump. The customer acknowledged the steps needed and backup therapy was set to continue with multiple daily injections (mdi) to ensure no interruption in insulin delivery.